Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 570 mg/dl, 204 mg/dl, and 588 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter alleged that within 10 minutes of the 204 mg/dl and 588 mg/dl results, she obtained another result of 235 mg/dl on the same system. Reporter stated that 15 minutes after all of the readings, she took her normal 850 mg of metformin and 15 mg of actos. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.